Event description:
It is reported that the patient's insulin pump is displaying a no delivery alert. Patient's blood glucose level is 49 mg/dl. Trouble shooting was conducted. No further information available.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
.